Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. The reporter stated that there were unidentified issues with the pump. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: a review of the pump black box and pump histories showed no activity outside normal patient use. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. Unrelated to the complaint, investigation revealed that the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.